Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery (rca). Following pre-dilatation, a 3.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. The stent delivery balloon was pulled to the proximal portion; however, when it was inflated for the third time at 16 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.